Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the pink slide did not move forward into the viewing window when the pod was activated; this indicates a needle mechanism failure. However, it was confirmed that the cannula did insert into the infusion site and that it was visible once the pod was removed. The pod was originally being reported due to the patient experiencing high blood glucose levels, however a specific value was not reported. Medical assistance was not required.